Event description:
Same case as: 2134265-2010-00080, 2134265-2010-00082, 2134265-2009-02549. It was further reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The pt presented with stable angina. The greater than 90% stenosed lesion was located in the mid right coronary artery (rca). Beyond this lesion there was additional 40-50% stenosis. The circumflex artery contained a subtotal occlusion and the left anterior descending artery contained mild atherosclerosis. A 3.00x15mm quantum maverick balloon was advanced to the mid rca and was inflated to 8 atms for 30 seconds and 10 atms for 30 seconds to predilate the lesion. A 3.50x20mm taxus express2 drug eluting stent was advanced to the lesion and prior to inflation a dissection was noted that continued into the proximal rca. The stent was deployed at 9 atms for 30 seconds. A 3.50x12mm taxus express2 drug eluting stent was advanced to the proximal rca and deployed at 10 atms for 30 seconds and 10 atms for 30 seconds. It was noted that this stent did not cover the entire dissection, so a 3.50x8mm taxus express2 drug eluting stent was advanced to the ostium of the rca and deployed at 10 atms for 30 seconds and 7 atms for 9 seconds. No further pt injuries or complications occurred. Pt's status is satisfactory. The pt was discharged on aspirin and plavix.

Manufacturer narrative:
As a unit has not been returned, a technical analysis cannot be performed. A review of the mfg records related to the batch that produced the complaint device was not possible because, the batch # is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.